Event description:
The event involved an unspecified spiros® device that was reported to have leaked at a single spot on the bed sheet where the patient's IV tubing and chemo tubing had been. At 1910, during the shift report, the patient showed the wet spot to the clinical staff that had red tint in the middle that exactly matched the color of his combination chemo (vincristine, doxorubicin, etoposide- epoch). The clinician closed the connections with dark blue alcohol caps to prevent leakage out of the ends. There was patient involvement and no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. D9 - date returned to mfg: 11-may-2022.

Event description:
The customer provided additional information as follows. It was reported that the leak occurred at the part where the regular large bore IV tubing locks (and spins) onto the spiros. The tubing needed to be replaced as the spiros was locked on the tubing. The chemotherapy spill was cleaned up per facility protocol. At the time of the event, no symptoms for the patient were reported. It was determined that chemotherapy was going to be lost in the tubing that needed to be replaced. The loss of chemo was discussed with providers. The team and pharmacy decided to just safely replace the tubing. The chemotherapy infusion was paused, the roller clamp was clamped downstream and at the trifuse as well, normal saline (ns) continued running at the ordered rate. The tubing and chemotherapy were wasted and not re-used per facility protocol. 27 ml, out of 480 ml of chemotherapy from the bag was wasted. 1920 ml was the total chemotherapy dosage for 96 continuous hours. The chemotherapy did not come in contact with the patient or healthcare provider.

Manufacturer narrative:
The complaint of leakage could not be confirmed or replicated. A c-clamp as affixed to the male spin luer at the distal end of the extension set. A ch3589 spinning spiros was returned with the spin feature activated in the rotational direction and without any visual damage or anomalies observed. The ch3589 spinning spiros was attached to the distal end of the extension set. The ch3589 spinning spiros and the returned mating devices were pressure leak tested and found to meet pressurized leak expectations outlined in the product performance specification. A device history record (DHR) review could not be conducted because no lot number was identified. Additional information can be found in d1, d2a, d2b, g4 and h6 health effect - clinical code. D9 - date returned to mfg: 11may2022.